Event description:
Needle stick injury. Nurse accidentally dropped needle down into trash and when nurse's aide reached into the trash, safety device retracted down the needle shaft toward the hub. Aide is being treated per hospital protocol.